Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was delivering volumes different from setting values. The ventilator was not on a patient at the time of the event. A non medtronic/ covidien service provider inspected the device and found the expiratory filter to be loose. To address the reported condition, the non medtronic/covidien service provider tightened the expiratory filter and the ventilator was returned in working condition.